Event description:
It was reported that the md inserted the sheath via the femoral artery. While advancing the intra-aorta balloon (iab) through the sheath, it became stuck. The iab was removed with the sheath and another iab was inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.